Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that the ¿pump device was removed because it was not working and it went dead.¿ there were no symptoms reported. There were no further complications reported/anticipated.